Manufacturer narrative:
(B)(4): the device was returned inside a packaging hoop in the silver foil packaging of the device. There was no damage to either the silver foil packaging or the hoop. A visual and microscopic examination of the device found the device was returned with the distal end of the stent damaged. The stent was stretched over the distal markerband and tip, from 18mm distal to the proximal end of the stent. A product mandrel was inserted through the lumen with no restrictions noted. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged from the balloon. A 2.75x32mm promus element monorail stent delivery system was selected. While unpacking the device, it was noted that the stent dislodged from the balloon. There was no patient contact as the event occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.